Event description:
It was reported that the patient developed bacteremia. The implantable cardioverter defibrillator (ICD) and leads were explanted. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead (B)(6) 2013; d314trm ICD (B)(6) 2013. (B)(4).